Event description:
Customer called to report a cleaner leak of approximately 20 milliliters collecting in the drip tray underneath the blood sampling valve (bsv) of the coulter lh750 hematology analyzer. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the pinch valves (vl) at vl13 and vl111 were broken. Vl13 is the path for the probe needle drain and vl111 is the path for the probe wipe vacuum. The fse replaced both pinch valves, after which there was no further evidence of leaking. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause of the leak was due to the two broken pinch valves at vl13 and vl111.

Manufacturer narrative:
(B)(4).